Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that error 76 (non-recoverable system error) lighted up on the arctic sun device. System hours were unknown and pump hours were 494. The device was under investigation for the cause and would be evaluated at the imi facility. As per follow up information received on 22mar2022, error 76 refers to alarm 76 (non-recoverable system error) and there was no patient involvement. The device is under evaluation at the imi facility. As per sample evaluation result received on 02dec2022, spare part manifold that had been installed in the unit did not function and was sent back to the depot for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that error 76 (non-recoverable system error) lighted up on the arctic sun device. System hours were unknown and pump hours were 494. The device was under investigation for the cause and would be evaluated at the imi facility. As per follow up information received on 22mar2022, error 76 refers to alarm 76 (non-recoverable system error) and there was no patient involvement. The device is under evaluation at the imi facility. As per sample evaluation result received on 02dec2022, spare part manifold that had been installed in the unit did not function and was sent back to the depot for evaluation.